Manufacturer narrative:
A4 patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away and the cause was not provided by the customer. It was not provided whether this was device or therapy related. An autopsy was not performed and would not be provided. The pump was not explanted and would not be returned. Patient privacy laws would not allow the communication of patient outcome information. Based on a review of available patient's record and a request for patient outcome, there were no device issues at the time of patient death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.